Event description:
As reported to coloplast, a patient experienced a suprapubic hematoma. In 2009, it was reported that a sleeve heat seal partially disrupted on right to arm after pull through; however, this did not affect outcome of positioning or tensioning of the sling. On event date, additional information was received regarding an attempted sling revision done the same day, wherein the patient and physician decided on a sling adjustment. The physician attempted post-surgical revision outside coloplast's recommended protocol. Two hours after the procedure, a severe suprapubic hematoma developed. The patient was taken back to or, and the hematoma was evacuated, irrigated, and closed. The site relates this event to the procedure not the device. This was resolved the same day. The device remains implanted to date.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted and because coloplast's examination may not conclusively confirm or disprove the report of hematoma, coloplast accepts the physician's observation of such as the reason for the surgical intervention. Device still implanted - not returned